Event description:
On (B)(6) /2022, it was reported by a sales representative via sems that an abs-10010s arthrex acp® double syringe system had an issue. The syringe/plunger pulled out causing blood to leak from the syringe. Another syringe was used successfully and there was no harm to the patient. The device was discarded as it had blood on it. This was discovered during use on (B)(6) 2022 with no impact to the patient. Additional information has been requested. On (B)(6) 2022, the sales representative stated the following information over the phone: this event occurred during a prp procedure. Neither the patient nor the facility staff was harmed, and even though it was not specified how the area was decontaminated, they were following a standard decontamination procedure, and another syringe then was used to complete the procedure successfully. No anti-coagulant was used, and it was not specified if air bubbles were observed during the blood draw.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.